Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of clopidogrel and aspirin. Six (6) days post procedure the patient returned to the hospital showing neurological deficits. A transesophageal echocardiogram (tee) procedure was performed. The tee imaging showed that there was a device related thrombus present on top of the closure device. The patient was given heparin to treat the thrombus. The patient was diagnosed as experiencing a cerebral vascular accident and remains hospitalized recovering from this event.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of clopidogrel and aspirin. Six (6) days post procedure the patient returned to the hospital showing neurological deficits. A transesophageal echocardiogram (tee) procedure was performed. The tee imaging showed that there was a device related thrombus present on top of the closure device. The patient was given heparin to treat the thrombus. The patient was diagnosed as experiencing a cerebral vascular accident and remains hospitalized recovering from this event. It was further reported that the patient is discharged but will be back for reevaluation.